Event description:
It was reported the camera head had blurry optics. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the image was unclear and had an e226 error due to the cable condition and video connector condition. Based on the results of the investigation, a definitive root cause could not be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.